Manufacturer narrative:
The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 27th distal stent wraps with struts raised. Slight deformation was evident to the distal tip. Kinks were visible on the distal shaft at 4.2cm, 10cm and 15cm proximal to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute integrity rx coronary drug eluting stent to treat a moderately tortuous and mildly calcified lesion. There were no abnormalities in relation to anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop/tray. The device was inspected with no issues identified. Negative prep was performed with no issues noted. The lesion was not pre-dilated. The device did not pass through a previously-deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent deformed in-vivo during positioning. The stent could not pass through the lesion. The strut damage occurred while the stent was placed. The procedure was completed using another medtronic device. It was also reported that the physician believed that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. Patient status post procedure is alive with no injury.